Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor. (B)(4): the full lead was returned and analyzed and all insulators were perforated by a stylet/guidewire and there was damage at implant.

Event description:
It was reported that during an implant attempt, two left ventricular leads could not be implanted due to the patient's anatomy. The guidewire perforated the insulation of one of the leads. Both leads were explanted and a new lead will be placed. No patient complications have been reported as a result of this event.